Event description:
The pt was implanted with biventricular support (pvad lvad and pvad rvad). It was reported by the vad coordinator that the pt had remained in the hospital due to liver failure, hemolyzing, and ldh was 1700. The hospital staff continued to monitor the pt in ICU. The pt was set with the rvad fixed with the rate of 70 bpm, and the lvad in volume mode. After re-evaluating, it was decided to set both pumps (lvad and rvad) in volume mode and increase vacuum. The settings were not improving the hemolysis. The hospital staff re-evaluated the dual drive console settings on both pumps with no success. The pt continued to decline with liver failure while hemolyzing blood cells. Info was rec'd 5 days later from the perfusionist that the family decided to withdraw care from the pt for failure to thrive and the pt expired. It was reported that the pt was gi bleeding and septic.

Manufacturer narrative:
Based on the information available to the manufacturer, specific causes for the reported hemolysis, gi bleeding, sepsis, and hepatic failure could not conclusively be determined. The pumps were disposed of so the product was not available for investigation. However hemolysis, gi bleeding, sepsis, and hepatic failure are all listed in the device¿s approved labeling as adverse events that may be associated with the use of the left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The pvad lvad will not be returned to the MFR for eval. (Ref MFR report # 0002916596-2014-00193 for pvad rvad). No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.